Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation in connection with this incident. One (1) picture was returned for evaluation. The retuned picture was of the blister lid which confirmed the reported lot number. However, the picture did not substantiate the reported defect of leakage. Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for future reference and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available. This report represents one (1) of the two (2) reported incidents. The other incident was reported via 9614279-2018-00211 (event 1).

Event description:
Event 2: as reported by the user facility: while the set was infusing taxol, leakage was observed by the clinician. Chemotherapy was cleaned up per facility protocol. No injury reported.